Event description:
Information received indicates the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The technician replaced the main control board to repair the bed.